Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of questionable inr results from a coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. At 8:58 am the result from the meter was 2.7 inr. At 10:00 am the result from the laboratory was 2.01 inr. At 8:20 am on (B)(6) 2018 the result from the laboratory method was 1.94 inr. At 8:37 am on (B)(6) 2018 the result from the meter was 2.7 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer's hematocrit was unknown. The customer is not on heparin therapy. The customer's meter and test strips were requested for return.